Event description:
Caller reported alarm 2 followed by alarm 26, which led to an occlusion issue causing the customer's blood glucose level to exceed 500 mg/dl. Customer did not take any action to address the high blood glucose but planned to change the supplies, suspecting the issue originated from the tubing, and indicated she would call back if the occlusion alarm recurred. No assistance from a third party was needed, and the customer declined further troubleshooting.